Event description:
Reporter alleged customer was having a seizure and was unable to determine if it was due to low blood glucose or some other condition. Reporter stated testing customer's glucose and obtaining discrepant back to back results of 95 mg/dl compared to 34 mg/dl performed within 10 minutes. Reporter indicated treating the customer with orange juice as a result, and no other actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.